Event description:
It was reported by customer that the end user of the purewick female external homecare system due to leakage challenges. Troubleshooting had been completed, and issues with the drydoc vacuum station had been ruled out. The customer reported that the patient experienced a tear in the labia after using the product and had applied creams in the area. It had been explained that creams in the placement area could have impacted proximity to the urethral opening. Placement technique to reduce shear and friction had been reviewed, which the patient denied performing. The patient had been advised to contact a health care provider to assess the use of the purewick female external homecare system until healed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.